Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 0730258; lot/serial #: unknown; product ID: 9680152, lot/serial #: unknown. Foreign report source: (B)(6). The manufacture representative went to the site to test the navigation system. The reported issue was confirmed there was no communication between the navigation system and the imaging system. The cross cable and bulkhead connector were replaced. The system was tested and the igs was functional. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the igs disconnected from the imaging system when set up in the operative room. No patient was present at the time of the event.